Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was battery compartment was cracked. Unrelated to the battery compartment issue, the keypad was peeling off the pump at the bottom of the ok button. All of the keypad buttons responded appropriately. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.